Manufacturer narrative:
The peritonitis event occurred on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced eosinophilic peritonitis that was manifested by cloudy effluent. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient did not receive any treatment including administration of antibiotics. At the time of this report, patient recovered from the event and pd therapy was ongoing. No additional information is available.